Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, when they opened and unfold the head and neck pack, small pieces of gauze (white particulate) would fall from the gauze onto the surgical field, mayo, component and back table. There was no patient injury.